Event description:
The rptr stated that they did meter to lab comparison tests. They tested at home and had a reading of 490 mg/dl. 40 minutes later they went for dr appointment. A lab test result was 320 mg/dl. Rptr did not have any symptoms. On followup, the rptr stated that they check the confirmation dot on their test strip for enough blood. The rptr did not have control solution for testing. Rptr stated that they have no problem getting a blood sample. No harm was alleged.